Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon and yellow sending waves (ysw). Boston scientific technical services (ts) assisted in troubleshooting. The device remains in service. No adverse patient effects were reported.